Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise during microcurrent therapy. Later, this s-ICD system was explanted. A new s-ICD was successfully placed. No additional adverse patient effects were reported.